Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, the family member of a patient (pt) in the (B)(6) reported the pt was hospitalized on (B)(6) 2019 due to ¿severe pain¿ in the left eye (os) while wearing an acuvue oasys 1 day with hydraluxe technology brand contact lens (cl). The event began in the afternoon on (B)(6) 2019 when pt experienced blurry vision after wearing the suspect cl for a couple of hours. The pt removed the cl to clean it in solution and perform an ¿eyebath¿ (unspecified solution), and upon re-insertion, the pt felt ¿strong discomfort.¿ the pt visited the pharmacy and was given an ointment (unspecified) to ease the ¿scratching¿ and pain on the os. The pt continued to experience ¿strong pain and discomfort¿ and went to the hospital around 5pm. The pt was examined and advised there were ¿extensive scratches to her left cornea.¿ the pt was prescribed antibiotic eye drops (unspecified), to use every hour for 48 hours and was asked to return for a follow-up on (B)(6) 2019. The pt is currently in pain; however, it has ¿eased¿ and the os is now more ¿scratchy.¿ no further information was provided. The pt refused to be contacted for additional medical information. On (B)(6) 2019, the pt¿s family member reported the pt¿s vision was back to normal and the pt was no longer in pain. The antibiotic eye drops were reduced to 4 times daily. No further information was provided, and no further information is expected. The suspect os cl is not available for return. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5543830107 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.